Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and was unable to replicate or verify the reported issue. After performing some unrelated repairs, proper device operation was confirmed by functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked up after charging it to 200 joules, during testing. The batteries had to be removed and reinserted to restart the device. In this state, the device would not be able to provide defibrillation therapy if it were needed. There was no patient use associated with the reported event.